Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken prior to insertion. Therefore, her blood glucose level was 175 mg/dl at the time of both the events and to treat it they gave a correction bolus via the pump. The patient's husband assisted with getting another infusion on that insulin could be delivered to the patient correctly. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.